Event description:
A pt reported that she woke up to an alarm on the last drain cycle and discovered that she and her bed is wet. She cannot tell if the leak is from a loose connection. The pt reported everything is secured. Reportedly, the cycler was dry. There is no sample.